Event description:
During initial catheter insertion the dgw .035 wires unraveled inside the patient. The wire was back loaded into catheter and during removal the distal end of wire unraveled about 6 inches from the back. The wires were removed intact and in one piece from the patient. The patient's current status is unchanged. Both wires were used in this procedure. The wire tip was visible on fluoro throughout the procedure. The wires were used in a main vessel. The products were not re-sterilized. During removal the wire was not removed from the dispenser by the distal floppy end. The wire had no kinks or damages noted in any way prior to insertion into the patient. The wires were not re-shaped by the user. The wires were not used for treatment of another lesion prior to the event. There was no resistance/friction between the wire and other devices at any point. The wires did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire was not jailed at any time behind a stent. The wires did not become fixed or caught at any time prior to the event.

Manufacturer narrative:
The complaint report stated that "the wire came apart inside the patient." The wires were removed from the patient without difficulty and no patient injury was reported. The wires had not been resterilized. No damages were noted prior to use. As reported: "during the initial catheter insertion. Wire was back loaded into catheter and during removal the distal end of wire unraveled about 6 inches from the back." Two non-sterile moveable core diagnostic guidewires were returned for analysis; however, they were not cordis guidewires. On preliminary analysis, it was found that the outer shafts of the non-sterile wires were either detached or detaching from the wires. Photos were sent to the manufacturer of emerald diagnostic wires (lake region medical), who identified the products as from another (unknown) manufacturer. Analysis of the scanning electron microscope (sem) images reveal "inner diameter" (ID) welds securing the safety ribbon wire to the outer coil wire at the distal end of the short (handle) coil segment and at the proximal end of the longer coil segment. The guidewire appears to be manufactured correctly for a moveable core guidewire. The longer coiled segment of a moveable core guidewire includes a safety wire inside a coiled section that has a full weld at the distal tip and an ID weld at the proximal end. The longer coil segment does not get secured to the core wire or handle (the handle is the short coiled section which is attached to the proximal end of the core) of the guidewire. The core of the guidewire can be retracted from the longer coil to provide more flexibility at the tip. Lake region medical did review the device history records (for the lot reported) relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The returned used wires were damaged as reported; however, they were not cordis wires. Multiple attempts to clarify the product were unsuccessful. No further actions will be taken. The reported failure by the customer could not be confirmed without the return of the actual product. After review of the available information, it is not known what factors may have contributed to the complaint. No actions will be taken. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 1016427-2010-00093 and 1016427-2010-00094. Two products with the same catalog and lot numbers are represented.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 1016427-2010-00093 and 1016427-2010-00094. Two products with the same catalog and lot numbers are represented.